Event description:
Device generated an occlusion error, and their blood glucose levels were higher than normal. Phone troubleshooting revealed that the pt's infusion set was blocked. Pt self-treated high blood glucose by taking insulin injections (amount not specified).